Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had failed, exhibiting no capture at max output, noise and oversensing. The lead was capped and replaced. No patient complications have been reported as a result of this event.